Manufacturer narrative:
The pump has been returned to animas for evaluation. When investigation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment without damage. There is no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 09-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: the pump was returned with moisture in the battery compartment. A leak test failed due to a crack in the battery compartment starting at the threads to the left side of the grip pad down to the seal. The pump was opened and no moisture was found internal to the pump.